Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was observed to be separated from the male luer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Event description:
A customer reported to the FDA who notified baxter of a separation that occurred with a clearlink non-dehp solution set, used in conjunction with a sigma spectrum pump. This event occurred during a patient infusion. The patient called the nurse to the room because blood was noted backing up in the IV tubing. The patient had just come from the bathroom. The nurse found the distal section of the set separated at the y-site. The patient denied any knowledge of what might have happened to the tubing. The customer believes that the IV line was pulled by the patient. The customer related that this is a special patient at their facility and they take extra precaution with her because she needs to have a continuous infusion of flolan to stay alive. They have back-up infusion set-ups in case something like this occurs and it only took them a minute or two to get the new infusion going. It was confirmed there was no patient injury or medical intervention. No additional information is available.